Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The product was returned without a reported complaint. During the investigation a condition of multiple fpga reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most likely cause for the condition is traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. An analysis of the batteries noted an open current interrupt device (cid). An open cell cid would prevent the handle from receiving charge or powering on. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle chargers but the display of the handle turns off and there is no power to the handle after lifting from the charger. Other handles have been tested with the charger bay and work properly. There was no patient involved. Product returned without accompanying information medtronic's initial evaluation of the incident is that several instances of fpga (field programmable gate array) reprogram/reset failures.